Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned for analysis. Upon analysis it was reported that there were no anomalies found and there was blood/body fluid in/on the outer tubing overlay, and there was blood in/on the helix/lobe mechanism.

Event description:
It was reported that during the implant attempt there was difficulty placing the lead due to patient anatomy. The lead was not implanted and an epicardial lead was implanted about a week later. No patient complications were reported as a result of this event.